Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was presented with lumbar degenerative disc disease l4-5, l5-s1 and underwent trans-lumbar interbody fusion l4-5, l5-s1, with application of inter-body devices at l4-5, l5-s1. Intraoperative neutral monitoring and fluoroscopic interpretation. Procedure description: the disc was removed at l5-s1 and subsequently a series of curettes was used to prepare the end plates. Inter-body device was then applied to the l5-s1 level along with bmp and autologous bone graft. Graft was advanced under fluoroscopy and once it was in satisfactory position, the insertion arm was removed. L4-5 facet joint on the left was identified and same procedure was done. An inter-body fusion device was applied to the l4-5 level. Bmp along with local autogenous bone was placed within the disc space. Ap and lateral views showed good interspace placement at l4-5 and l5-s1 for screw placement at l4, l5,s1 on the right with rod and l4 screw and s1 on the left with rod. On (B)(6) 2007: patient underwent x-ray examination of lumbar spine due to pain in lower back and leg. Impression: status post surgical fusion of the l4 and l5 and s1 vertebra. No acute disease is seen in the lumbar spine or sacrum. On (B)(6) 2007: patient underwent revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, patient underwent transforaminal lumbar interbody fusion from vertebrae l4 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by progressively worsening lower back and leg pain. Due to severe pain and symptoms, the patient underwent revision surgeries on (B)(6) 2007, (B)(6) 2008, (B)(6) 2013, and (B)(6) 2014.